Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "the devices are filling all the way to the top passing the line required for blood draw."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/28/2020. H.6. Investigation: bd received 15 customer samples from the customer facility for evaluation. 2 photos were returned. The customer samples were evaluated and the customer¿s indicated failure mode of ¿overfilling¿ with the incident lot was not observed as the tested samples met the required specifications. 10 retention samples were tested from each lot affected with all weights being within specification limits. The device history records were reviewed with no issues found. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported during use the bd vacutainer® 9nc 0.129m plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: the customer stated "the devices are filling all the way to the top passing the line required for blood draw."